Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 24 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient is in good condition.

Manufacturer narrative:
Initial reporter city: (B)(6).